Event description:
Device returned for analysis with report of "numerous problems with catheter and pump" -patient has no pain relief. Rotor study showed no rotor movement with 2 bolus attempts. Follow up with hcp revealed patient had a dye study on 8/27 and results appeared to be a possible disconnect of the catheter. At later date, a rotor study showed rotor not turning. Patient had pump replaced and catheter was repositioned at that time. Patient developed a headache and cerebrospinal fluid leak - 6 days later catheter replaced and blood patch applied to treat cerebrospinal fluid leak. Patient is doing better with the new pump and catheter.